Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing found that the system was performing to specification more than 4 minutes. The imaging system passed the system checkout and was found to be fully functional. No parts on the system were replaced. The system was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) was showing a ¿plug in¿ message as soon as it was unplugged. The mvs was reportedly not holding charge. There was no patient present when this issue was observed.